Event description:
Boston scientific received info that this implantable cardioverter defibrillator (ICD) defibrillation and transvenous leads were explanted as the pt had developed (B)(6). No further adverse pt effects were reported. The products will not be returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.